Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Operator of device and initial reporter also sent report to FDA are unknown. No information has been provided to date.

Event description:
It was reported that the pump failed downstream occlusion test. No patient injury was reported.

Manufacturer narrative:
B5: additional information received on 03august2022 via email and attached to complaint object: the unit failed during pm (preventive maintenance), no patient involvement. H6: event problem and evaluation codes: updates not required. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available., corrected data: d4: correction: model number: 2120. H4: correction: device manufacturing date: 21-dec-2017.

Manufacturer narrative:
Other text: h6: event problem and evaluation codes: updated. H3: device evaluated by manufacturer: updated. H10: device evaluation: the device was returned for investigation. Visual inspection and functional test were performed. The customer reported problem was not related to any previous repair. Visual inspection found the device missing a tamper seal. There was evidence of the error in the event history log. The reported problem was not duplicated. The investigation found that a downstream occlusion sensor was contaminated which was the cause of the reported problem. For corrective action the downstream occlusion sensor was replaced. The root cause of reported problem was unknown. Product is beyond a year from manufacture date and there was no indication of a manufacturing defect during the investigation, so a device history record review was not performed. Service history review identified this device has not been in for service previously.